Event description:
It was reported that the user experienced irritation in the right eye after cleaning their contact lenses with consept 1-step solution. The contact lenses used were from another manufacturer and had been soaked for about 10 hours. The user visited a physician and was diagnosed with conjunctivitis. The physician prescribed two different types of eye drops (the name of the eye drops is unknown). After recovering, the user used the same product again and experienced severe pain and eye irritation once more. However, the eye has now recovered. No further information was provided. This report is for the neutralizing tablets in use for this case. A separate report is being submitted for the disinfectant solution.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - unique identifier (UDI) number: unknown as a UDI has not been provided by the external manufacturer. Section d6a - implant date: not applicable, as the product is not an implantable device. Section d6b - explant date: not applicable, as the product is not an implantable device. Manufacturer. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 03-sep-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: return and retain samples received were analyzed for neutralization and dissolution time, ph, and catalase activity. The results of the retain sample and return sample were found within the limit and no abnormality was observed. Manufacturing & packing records of complaint batch was reviewed and no abnormal observation noted that can lead to such complaint. Analysis results of the retain sample and the return sample were found within the specification limit. Based on the investigation it can be concluded that, the complaint is not generated due to any quality issue / operational issue in the product batch. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.